Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a tracheal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of bronchial stenosis. The size of the stricture was 12 mm. The lesion was not predilated prior to stent placement. During the procedure, during deployment when the stent was approximately 80% deployed, resistance was encountered. Force was then used to deploy the stent and the catheter bowed like an s shape. During this attempt the stent fully deployed, however it was placed to the proximal side of the intended position. It was attempted to move the stent distal side with endoscope but it was unsuccessful. Therefore, the stent was removed with forceps. The procedure was not completed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient is over 18 years old. The reported event of stent positioning issue. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed.